Event description:
Reporter alleged, discrepant blood glucose results of 19 mg/dl on the customers advantage system compared to the measurement by the fire station of 101 mg/dl, when testing was performed back to back. Customer did not mention an exact time between tests except the reference to back to back. Customer indicated he is not aware if he experiences hypoglycemic symptoms when glucose readings are low, however, does experience hyperglycemic symptoms when having higher glucose readings. During the time of the testing, customer reported feeling hypoglycemic symptoms of shaking. No report of actions or treatment. A request was made for the return of the suspect device and replacement product was sent.